Event description:
It was reported that high impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only the distal tip of the lead measuring 54.4cm was returned for analysis. Internal insulation abrasion was found at 25.5-26.9cm from the distal tip. External insulation abrasion was found at 11.0-11.5cm from the distal tip consistent with friction to another device or feature of the heart. The sensing conductor etfe coating was intact at both locations.